Manufacturer narrative:
(B)(4).

Event description:
The consumer reported via the manufacturer representative that they had a fall on (B)(6) 2015. The cause of the fall was not determined. Stimulation was off. The patient reported "getting up then falling" and having back pain. The patient was going to get a CT scan. The indication for use was chronic low back pain. If additional information is received a follow-up report will be sent.